Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe was not tight during the preparation of the drug and some of the drug leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one sample unit belonging to lot number 1806235 was received for evaluation by our quality engineer. Through visual inspection of the sample, damage was observed to the syringe barrel between the 30ml and 50ml scale markings. The dented barrel resulted in stopper distortion as the stopper moved along these points, which resulted in leakage. A device history record review was performed for the provided lot number and the review did not reveal any detected quality issues during the production process that could have contributed to this incident. It has been determined that the damaged barrel resulted from an undetected hit within the manufacturing equipment or during the transport process within the manufacturing area. Based on the preventive measures in place and the current inspection plan, we believe this was an isolated incident.

Event description:
It was reported that bd plastipak¿ syringe was not tight during the preparation of the drug and some of the drug leaked. No serious injury or medical intervention was reported.